Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an altitude alarm occurred. Reportedly, the pump was not outside the labeled altitude operating range. Additionally, it was reported that the pump touch screen was unresponsive. Customer declined follow up from tandem technical support. There was no reported adverse impact. No additional information was provided.